Event description:
Leaking was from the silicone tubing of the IV set; the tubing appeared sliced. The product was attached to the patient and there was no patient harm.

Manufacturer narrative:
The customer reported the set was not sequestered. No product will be returned for investigation. The root cause for the customers experience was not determined.

Manufacturer narrative:
Correction to initial reporter address.